Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted vesicovaginal fistula repair surgical procedure, the fenestrated bipolar forceps instrument was noted to have broken cables. The instrument was removed and replaced with a backup. No fragment fell into the patient. A procedure delay of 15 minutes was reported.